Manufacturer narrative:
On (B)(6) 2016, the patient was admitted to the hospital where she underwent a debridement of the wound on (B)(6) 2016 with wound vac placement. The patient had a temperature of 36.7 and a white blood cell count (wbc) 5.5 she was placed on a course of daptomycin while in the hospital. On (B)(6) 2016, the patient's temperature was still at 36.8 with a wbc of 5.6. The patient required revision of her wound vac on (B)(6) 2016. Daptomycin was to be continued for at least 8 weeks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported from the clinical study site that the patient had stopped taking daptomycin intravenous (IV) on (B)(6) 2016 for chronic driveline infection (which was already reported). Vitals on (B)(6) 2016, blood pressure 102-62, heart rate 72, respirations 20, oxygen was 98 percent, and temperature was 36.4 celsius. White blood count was 5.0, which was within the normal range. It was further stated that the patient was sent home. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection.

Event description:
It was reported that a study patient presented to the lvad clinic on (B)(6) 2016 for a follow visit, at which time she was found to have a 1cm pustule located in the subxiphoid area of the chest. She stated the pustule had been present for about 1 month and about 2 weeks ago, the pustule began draining out fluid and her husband and herself managed it by placing a dressing on it although it continued to drain purulent material. During this time, she did not experience any fevers, chills, or sweats and also denies any chest pain. She has also continued to have purulent drainage from her driveline exit site (dles), although the volume of purulent material has decreased overtime and requires less frequent changes. Given this new anterior chest wall abscess, a CT chest and abdomen without contrast was ordered as an outpatient and the patient was found to have a fluid collection tracking all the way to her sternum. The patient was asked to come to the hospital for treatment on (B)(6) 2016 for surgical intervention. The infection resolved on (B)(6) 2016.